Event description:
Customer reported experiencing high blood glucose readings and stated that they have been treating with manual injections. Customer reported feeling dizzy and having poor balance. Customer stated that his blood glucose readings would not come down below 500 mg/dl despite eating little. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. Multiple low reservoir alarms were noted in the alarm history. Customer's blood glucose reading at the time of the call was 600 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.